Manufacturer narrative:
E1: event city: (B)(6). Event country: canada . Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The high blood glucose was treated with bolus.